Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to remove medication for patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull the medication fir one patient. The technical support specialist (tss) investigated an issue related to user access and medication removal. The tss checked the user privileges and verified the assigned role permissions. A report was run to confirm the inventory in the drawer from which the user intended to remove the medication. Additionally, each medication security group (msg) was reviewed to ensure proper configuration. All settings were confirmed to be in order, and the issue was resolved. The mapping was corrected, and the system began functioning as expected. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to remove medication for patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.